Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned air gas module has been tested in a ventilator. It failed the pre-use check with internal leakage and flow transducer tests. During ventilation, it alarmed for paw high and o2 concentration low. The air gas module has been disassembled to investigate further. It was noticed that a resistor on a printed circuit board (pcb) inside the gas module was burned. This resistor is part of the flow calculation circuit. Replacing the whole pcb solved the issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2, or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue has been reproduced at the manufacturer site and it was due to a burned resistor on a pcb inside the air gas module.

Event description:
Manufacturer's ref. #: (B)(4).